Manufacturer narrative:
No files attached.

Event description:
On (B)(6) 2018, doctor performed extraction of teeth 16 and 26 and placed bone grafting material. On (B)(6) 2019, implant placement along with sinus lift with curasan and prf was performed. Some of the product had not resorbed but there was bone formation. On (B)(6) 2019, both implants were mobile and were removed. The bone grafting material failed.